Manufacturer narrative:
Concomitant medical products: 110032410 comp aug mini bsplt w tpr sm 64027393, 115370 comp rvs tray co 44mm 430240, 113631 comp primary stem 11mm mini 429670, 180553 comp lk scr 3.5hex 4.75x30 st 641770, 180553 comp lk scr 3.5hex 4.75x30 st 237980, 180551 comp lk scr 3.5hex 4.75x20 st 482230, 180550 comp lk scr 3.5hex 4.75x15 st 777050, 115395 comp rvs cntrl 6.5x25mm st/rst 837870, ep-115396 e1 44-41 std hmrl brng 512120. Report source foreign- (B)(6). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00214, 0001825034 - 2019 - 00215, 0001825034 - 2019 - 00405.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
UDI:(B)(4). The complaint cannot be confirmed as the medical records were not provided. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty and underwent a revision due to infection approximately one month post implantation. Patient experienced hematoma post primary surgery no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110032410 comp aug mini bsplt w tpr sm 64027393; 115370 comp rvs tray co 44mm 430240; 115396 comp rvs cntrl 6.5x30mm st/rst 512120; unknown humeral stem. (B)(6). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00214, 0001825034 - 2019 - 00215, 0001825034 - 2019 - 00216.

Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty and underwent a revision due to hematoma approximately one month post implantation. No additional information is available at this time.